Manufacturer narrative:
(B)(4).investigation summary: bd received 1 sample and 1 photo from the customer for investigation. The photo and samples were evaluated by visual examination and it showed excess lube on the needle and not foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle experienced foreign matter on device cannula / needle / or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, it was found that there was a lot foreign matter on the needle."